Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate is below the programmed limit and has been for some time. The patient further clarified that their heart rate at rest is 43-46 beats per minute (bpm). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.